Manufacturer narrative:
Per gefe additional information, the speaker did not fail. The cpu was replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed for a speaker failure during boot-up. There was no report of patient involvement.